Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The dr. Was doing a restoration modular as a primary on a male patient on (B)(6) 2016. When completing the last step the dr. Applied prolonged excessive torque with wrench on the cone body screw and snapped it. The dr. Felt that the morse taper created when impacting the cone body and potential bone in growth were enough to keep the cone body in place. There was no delay in the surgery. No adverse consequences were experienced by the patient during surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of this event could not be confirmed based on the information available. Further information such as return of the device, operative reports and x-rays are needed to complete the investigation. If further information / device becomes available, this investigation will be re-opened.

Event description:
The dr. Was doing a restoration modular as a primary on a male patient on (B)(6) 2016. When completing the last step the dr. Applied prolonged excessive torque with wrench on the cone body screw and snapped it. The dr. Felt that the morse taper created when impacting the cone body and potential bone in growth were enough to keep the cone body in place. There was no delay in the surgery. No adverse consequences were experienced by the patient during surgery.